Event description:
The accounts biomed stated that the left head siderail has come off the bracket because the screws are stripped from it.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.